Event description:
My husband was told that he was a good candidate for minimally invasive robotic mitral valve replacement surgery, where 1-2% of people develop complications and die. He went in for the surgery on (B)(6) 2016 and died on the morning of (B)(6) 2016. He had no previous issues of cardiac problems. We were told that the first valve was pierced by a piece of calcium that had not been properly debrided and so a second valve had to be used. He was then given a protamine injection to counteract the heparin in his body so he could be placed on the heart lung machine but, they think he had a reaction to the protamine which caused pulmonary edema and all of his organs to fail and he died as a result of this. He was also not able to be put on the heart lung machine because he could not received any more heparin or he would have bled to death. Do these types of incidences get reported? Shouldn't people be informed of the possible serious outcome of using protamine? My husband was sterile due to testicular cancer and we have learned that men who have had vasectomies can have this reaction to protamine. We were told that they discussed this, but decided to go ahead with the protamine.